Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010 the j-tube was hard to rinse, during this time the duodopa was given in the gastric port. An x-ray performed on (B)(6), 2010 showed a kink and the beginning of a knot on the j-tube. The physician cut approximately 10cm off of a new 80cm two port through the peg jejunal feeding tube (j-tube) and placed the device in the patient. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - j-tube exchange; j-tube kinked. The complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.